Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip was malformed like in j-shape at the 3rd firing. The device was fired properly until 2nd firing. The malformed clip was removed with a forceps. After that, the clips were malformed as well when the device was fired outside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. There was no unexpected resistance in grasping the trigger. There was no unexpected noise at the firing. The doctor commented that the clip had been pulled into the jaws at the firing. After the operation, the device functioned properly when the sales rep fired except the trigger had a difficulty in being grasped at the 1st firing.

Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? Second. What vessel or structure was the device fired on at the time of the event? Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? Difficult to grasp at 1st firing. Was the device fired after this incident in or out of the patient? Yes. What were the indications for surgery? Gall bladder disease.

Manufacturer narrative:
(B)(4). The device was returned for analysis. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality it cycled and fed five conforming clips then it did lockout without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.